Event description:
Event description guidant received information that during the elective replacement procedure for a device, the physician also attempted to extract a 4470 lead. However, while removing the lead, the outer insulation separated and the remainder of the lead was removed in pieces. A small portion was unable to be removed due to fibrous encapsulation, therefore, it is currently residing in the subclavian vein. Additionally, the 4512 left ventricular lead was removed due to high threshold measurements. A new left ventricular lead (model 4548) was unable to advance fully in the vein due to the patient's anatomy. The 4054 was used on a temporary basis during the procedure and there is no allegation against its function.